Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a mandrel most likely due to hardened blood in the guide wire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a lesion. It was reported that the devices failed to cross the lesion. No patient injury reported. Device analysis has shown stent deformation.